Manufacturer narrative:
Continuation of d10: product ID tm91scs (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient mentioned that their handset and communicator won't turn off all night. Patient mentioned that it burns them and they cannot sleep. Patient confirmed that they cannot turn off the therapy and not the device. Agent had the patient reset the communicator and managed to connect to the therapy application. Patient was able to turn off the therapy.